Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative states patient is shaking really bad on the left side. Patient wants to increase amplitude from 5.3 to 6.0. Programmer is showing an unknown screen that looks like a search symbol. It was found that the picture was the "turn therapy on" icon. Therapy was turned back on and rep said patient's arm quit shaking. They do not know how the therapy got turned off. Patient services reviewed therapy on/off button. Rep mentioned programmer was calibrated a couple months ago.